Event description:
It was reported that the shaft peeled off. A 2.4 mm jetstream xc catheter was selected for use in an atherectomy procedure to treat peripheral artery disease. During the procedure, the shaft peeled off. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.